Event description:
A caller reported a malfunction on the pump, identified by malfunction code malf 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.